Event description:
Patient presented to the physician with tenderness, erythema, pruritus, and purulent discharge at the chest and neck incision site. Physician prescribed antibiotics. Patient presented back to the physician with improvement.